Event description:
It was reported that a user experienced fluctuating glucose on ilet with one low around 54 mg/dl following a prior correction for a high, and separate highs with pump cgm showing 253 mg/dl while concurrent fingerstick measured 297 mg/dl; targets on the cgm were raised per healthcare provider and the user received troubleshooting and education including scheduling additional training. Symptoms included sweating during the low and thirst with headache during the high. Outcomes included self-management without outside assistance or medical intervention. Investigation included customer service review, user coaching on monitoring and meal announcements, and coordination for additional training. Investigation of this case revealed no device alarms during the hyperglycemia episode, appropriate device low/high alerts in the earlier episode, and no evidence of device malfunction, with potential contributory factors including glucose variability and user technique differences leading to discordant cgm and fingerstick values. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.